Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that noise, oversensing, and varied impedance were observed. Lead damage suspected. Lead was replaced.

Manufacturer narrative:
Analysis was normal. No anomaly found. The lead exhibited normal electrical characteristics.